Event description:
The customer reported that the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. An the battery was replaced and the cmos was reset during the service call. The system was tested and found to be operating as intended and put back into the svc.